Event description:
Boston scientific received information that noise and high pacing impedance measurements were observed on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) during a normal device changeout. Impedances were initially within range but then it increased to greater than 2000 ohms. The physician stopped the wound closure, reopened the pocket and reconnected the lead to the device. However, there was still intermittent noise and high impedance. The physician decided not to explant the lead and just reprogram the new device as good signals and measurements were noted on the right ventricular (rv) lead. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.